Event description:
It was reported that the nurse stated they were cooling a patient to 32c in an arctic sun device. The patient reached target about 30 minutes ago. Now the patient had dropped below the target, patient temperature (pt) was 31c. Nurse wanting to make sure the device was working appropriately. Nurse confirmed they had recently increased multiple sedation medications and given boluses of medications while the patient was cooling. Discussed overshoot and medication administration. Explained medications can cause overshoot in the patient temperature which can lead to the patient cooling below the target temperature. Nurse confirmed the water temperature had been steadily increasing. Nurse was not in front of the device, but the last they saw the water temperature (wt) was mid 30c. Confirmed the water temperature should increase to warm the patient¿s temperature back to target. Discussed counter warming per their protocol such as bair hugger, warm blankets, warm room, vent warmer etc. Nurse stated they will monitor the patient temperature and call back if they continue to have any issues.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse stated they were cooling a patient to 32c in an arctic sun device. The patient reached target about 30 minutes ago. Now the patient had dropped below the target, patient temperature (pt) was 31c. Nurse wanting to make sure the device was working appropriately. Nurse confirmed they had recently increased multiple sedation medications and given boluses of medications while the patient was cooling. Discussed overshoot and medication administration. Explained medications can cause overshoot in the patient temperature which can lead to the patient cooling below the target temperature. Nurse confirmed the water temperature had been steadily increasing. Nurse was not in front of the device, but the last they saw the water temperature (wt) was mid 30c. Confirmed the water temperature should increase to warm the patient¿s temperature back to target. Discussed counter warming per their protocol such as bair hugger, warm blankets, warm room, vent warmer etc. Nurse stated they will monitor the patient temperature and call back if they continue to have any issues. The instructions-for-use and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were cooling a patient to 32 c in an arctic sun device. The patient reached target about 30 minutes ago. Now the patient had dropped below the target, patient temperature (pt) was 31c. Nurse wanting to make sure the device was working appropriately. Nurse confirmed they had recently increased multiple sedation medications and given boluses of medications while the patient was cooling. Discussed overshoot and medication administration. Explained medications can cause overshoot in the patient temperature which can lead to the patient cooling below the target temperature. Nurse confirmed the water temperature had been steadily increasing. Nurse was not in front of the device, but the last they saw the water temperature (wt) was mid 30 c. Confirmed the water temperature should increase to warm the patient¿s temperature back to target. Discussed counter warming per their protocol such as bair hugger, warm blankets, warm room, vent warmer etc. Nurse stated they will monitor the patient temperature and call back if they continue to have any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.